Event description:
Tip of drill bit broke off inside the base of the first metatarsal during outpatient foot surgery. Manufacturer response for drill bit, stryker wire drill bit (per site reporter). Manufacturer stated that due to small diameter of drill bit breakage sometimes occurs.